Event description:
Baxter (B)(4) received a report that an infusor had a separated fillport cap from the fillport prior to use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unfilled sample for evaluation. Visual examination of the unit confirmed that the fill port cap was separated from the fill port. The root cause was attributed to the fillport cap not being securely tighten during assembly. As a result of this incident, corrective action training was performed on (B)(6) 2011 for manufacturing operators which emphasized the importance of tightening of fillport caps securely during assembly. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A follow-up report will be filed if any additional information becomes available.